Manufacturer narrative:
Age of device: 2 years, 10 months, 28 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient had gastrointestinal bleed (gib) on (B)(6) 2018 (estimated). Additional information was requested but not yet provided.

Manufacturer narrative:
Investigation summary: a direct correlation between hm2 lvas and the reported event could not conclusively be established through this evaluation. The account communicated that the patient had multiple instances of gastrointestinal bleeding.the hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. The relevant sections of the device history records for (B)(4) (documents # 150961, 151633, and 152625) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 02mar2015 via customer order (B)(4). Patients remains ongoing on the device. No further information was provided. The manufacturer is closing this file for the event.